Manufacturer narrative:
The device was not returned for evaluation. According to the DHR review, no anomaly was reported during its manufacturing and packaging processes that could be related to the reported condition. Also, no quality events were issued for lot # 3045976; therefore, the lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The reported complaint was not confirmed. The root cause is undetermined. UDI #: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that the c3601 cusa excel 36khz tubing set was rejected during incoming inspection due to foreign material noted on (B)(6) 2019. There was no patient involvement. Additional information has been requested.